Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The hill-rom technician found the brake block was broken. The technician replaced the brake block assembly to repair the bed.